Manufacturer narrative:
Discrepant reactions in d (rh1) antigen typing results for one pregnant patient. The assignable cause could not be determined but differences in product clones, red blood cell concentration and/or fibrin or particulates in the sample can't be ruled out. No general product failure is identified. Customer reported that a biased result was reported to a physician. The patient was not harmed.

Event description:
(B)(4). (Report 2 of 3) female, pregnant. No further information provided. The customer reported that, on (B)(6) 2022, they had tested a patient sample for d antigen typing using mts a/b/d monoclonal and reverse grouping card sub lot 072022037-04 in manual method, and that they had obtained a group ab d positive typing result. The customer stated that, on (B)(6) 2022, the same patient was tested at a nearby facility where they obtained a group ab d negative typing result. Due to this discrepancy, the customer reported that, on (B)(6) 2023, they had tested a fresh sample from the same patient for d antigen typing using mts a/b/d monoclonal and reverse grouping card sub lots 072022037-04 and 101022037-02 in manual method, and that they had obtained a group ab d positive typing result with both gel card lots. The customer stated that they had then taken the same patient sample to the nearby facility, and with repeat testing using an alternative commercially available method the blood type was reported as group ab d negative. The customer confirmed that a biased result was reported to the physician. The customer confirmed that the patient was not harmed as a result of the reported events. The customer confirmed that quality control testing was carried out on the days of the reported events, and that the results were as expected. The confirmation was not provided. The mts gel card storage conditions were checked and found to be aligned with ortho's recommendations. Ortho care recommended to the customer to send the patient sample for molecular testing, however the customer stated that they would have to discuss this with the clinician first. No further detail is available. As part of the investigation, ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. The assignable cause of the discrepant reactions in d(rh1) antigen typing results could not be determined but differences in product clones, red blood cell concentration and/or fibrin or particulates in the sample can't be ruled out. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events. In mitigation, the mts gel card IFU states: -anomalous results may be caused by fibrin or other particulate matter in blood samples that could stick to the sides of the microtube. -proper centrifuge calibration is particularly important to the performance of the mts¿ gel cards. The mts¿ centrifuge has been exclusively designed to provide the correct time, speed and angle. -strict adherence to the procedures and recommended equipment is essential. -false positive test results may occur from bacterial or chemical contamination of test materials, aged blood specimens, inadequate incubation time or temperature, improper centrifugation, improper storage of materials. -false positive results may occur if a card that shows signs of drying is used in testing. -red blood cells must be diluted to 4% ± 1% in mts¿ diluent 2 plus before addition to the microtubes. Variations in red blood cell concentration can markedly affect the sensitivity of test results. If red blood cell suspensions are too concentrated cells may fail to completely migrate to the bottom of the microtube and could cause a false positive interpretation. -antibodies to preservatives, medications, disease states, wharton's jelly, and/or cross-contamination of reaction microtubes may cause false positive reactions. -occasionally, specimens showing incomplete clotting or excess particulates may need to be washed prior to testing.